Event description:
The customer reported, a grinding/screeching noise coming from the mvd arm (image detector assembly on the clinac) when retracting the arm, following which the mvd arm dropped to mechanical end-stop and would not retract. No patient involvement was reported with this event.

Manufacturer narrative:
The broken elbow drive assembly was returned to varian for evaluation. The investigation found the malfunction occurred due to an overstress on the elbow motor/driver assembly shaft. As the belt (between harmonic drive and elbow motor pulley) is still under tension, the self-locking mechanism will not stop this movement. The motion did not stop at target position; the arm continued to move until it reached its mechanical stop. The malfunction was determined to be due to a broken shaft between the worm gear and the pulley. The exact arms (e-arms) have been installed in the machines for more than 4 years, over 1600 e-arms are in clinical use. This is the first time that varian has received a report of a broken shaft in e-arm elbow motor drive gearbox. No injury occurred in this case. However, during a post review of this complaint record, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. All parts (belts, pivot and pulley) were replaced and the device was returned to normal operation. No additional follow-up to this MDR is expected.